Manufacturer narrative:
This follow-up report is being submitted to relay additional information. We are moving forward with this complaint without product return. If the device is returned later, we will further investigate the complaint at that time. No product was returned or pictures of the product provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery drill bit broken. Due diligence is in progress for this complaint; to date no additional information or product has been received.